Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013. Product type: implantable neurostimulator: product ID 748251, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2013. Product type: extension: product ID 3387-40, lot# j0217111v, implanted: (B)(6) 2002, explanted: (B)(6) 2013. Product type: lead: product ID 748251, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2013. Product type: extension: product ID 3387-40, lot# j0220052v, implanted: (B)(6) 2002, explanted: (B)(6) 2013. Product type: lead. (B)(4).

Event description:
It was reported that a patient had a spot that was sometimes ¿oozing¿ near the scar on the patient¿s scalp from the implantation surgery. It was noted that the patient¿s healthcare provider said that the spot was a wart or a mole. It was later reported that the device was removed in (B)(6) 2013 because ¿it started breaking down¿ in the patient¿s skull and ¿was being infected.¿ it was reported that ¿it was where the wire broke down.¿ it was unclear what this referred to. It was noted that the patient was waiting to get a new device put in. Additional information has been requested but was not available as of the date of this report. See MFR. Report #3004209178-2013-08365. It was unclear if one or both of the patient¿s devices were infected.